Event description:
Additional information received reported that the patient experienced "shocking" and pain because after lead revision she was swollen and possibly had a pinched nerve. Once the swelling went down and the patient had a few days to recover from the surgery, she was "fine" and all symptoms resolved. However, the patient continued to not receive therapeutic effect. Nothing was noted wrong with lead or device placement. X-rays were also taken and reprogramming was done, but everything looked "good." At the time of the report, the patient's stimulation was off, but she was instructed to turn it back on in december. Explanation of the device was scheduled for (B)(6) 2012 if therapy continued to not work.

Event description:
Additional information received reported that the device was explanted from the patient on (B)(6)-2012. It was stated that they did not believe that the issue was due to the "hardware". The patient status was reported as unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation down the vaginal area to tailbone/rectum. The stimulation was turned off but the patient continued to receive shocks upon positional changes: reaching to close car door; bending at the waist "lights her up". She experienced intense pain/stimulation while arching back to get out of bed and leaning forward. Following turning the stimulation off, the urine was cultured, and she was put on a medication "sympro" (assuming cipro) for four days due to a urinary tract infection (uti). After the third day of being on "simpro" the pain in the vaginal/rectal area was better but still present. After the 5 day of being on "simpro" she was "even better". Programming was done and the stimulation was back on and the pain was gone. It was thought that she had a pinched nerve. Her hcp will continue to monitor her. Additional information has been requested.

Manufacturer narrative:
Product ID, neu_unknown_lead lot#, product type lead product ID, 3037 lot# serial# (B)(4). (B)(4).